Event description:
It was reported that the patient is pursuing a product liability claim arising out of the use of the durom acetabular cup. It was reported that the patient received a durom hip generic on an unknown date and experienced unknown symptoms. It is further unknown if a revision surgery is in discussion or has taken place.

Manufacturer narrative:
This complaint is very unclear and no event was reported. The manufacturer did not receive the devices for review as the patient has not been revised to date. As no lot numbers were provided for the devices, the device history records could not be reviewed. Because of all the uncertainties of this complaint it will be treated as a case related to the issues for which zimmer implemented a correction in july 2008. Should additional information become available and/or the devices be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer gmbh considers this case as closed. (B)(4).